Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "after using the short nail, an oblique fracture was observed from the proximal end of the nail toward the proximal region during the final confirmation of the lateral view. This likely occurred when the nail was driven in during insertion. As a countermeasure, the short nail was removed and a 10 mm/320 mm long nail was inserted."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If more information is provided, the case will be reassessed.

Event description:
As reported: "after using the short nail, an oblique fracture was observed from the proximal end of the nail toward the proximal region during the final confirmation of the lateral view. This likely occurred when the nail was driven in during insertion. As a countermeasure, the short nail was removed and a 10 mm/320 mm long nail was inserted.".